Event description:
It was reported that the firing of a plcr75b reload in a ladg procedure could not be completed. Another plcr75b reload used in the same case was completely fired.

Manufacturer narrative:
The returned plcr75b reload was visually examined and was found to have a damaged pusher. Ultimately, the damage is believed to have been caused by some foreign obstruction in the path of the reload. This event is related to the manner in which the device was used. The concomitant device was also tested; it performed according to specifications. Evaluation summary: reload has damaged pusher, which was not seated properly and was damaged by the shuttle ramp. Pusher causes the shuttle to stall and results in incomplete firing. The device passed visual inspection. A cs29 calibrated, open/closed and fired using 4 layers of red test foam and produced good staple formation and transection.